Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a pericardial effusion. A possible perforation was suspected upon placement of the right ventricular (rv) lead and right atrial (ra) lead. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.